Event description:
It was reported that the force sensor bridge error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was good condition with no appearance of any physical damaged. The event history log showed force sensor bridge test. The technician performed power up process, check and test force sensor; however, the technician was unable to duplicate the force sensor bridge test error at power up. All the reading of force sensor were within the required specifications. The root cause of the reported issue was unable to be determine for the intermittent error.the force sensor was replaced for preventive measure.the device passed preventive maintenance and all functional testing. Unique identifier is unknown. No product information has been provided to date.